Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6)2024, the day of the event, the patient experienced vomiting and had hyperglycemia. The patient checked with keto strips and ¿detected she had diabetic ketoacidosis¿, but no values were reported. The patient went to the hospital and when a fingerstick was taken, the cgm reading was 110 mg/dl, and the blood glucose reading was 440 mg/dl. The patient was treated with intravenous fluids and insulin. After 4 hours the blood glucose reading was around 150-250 mg/dl, and the patient was discharged. Of note, tt was not documented that the patient was diagnosed with diabetic ketoacidosis at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to going to the hospital. The reported glucose values fall within the c zone of the parkes error grid when the patient was checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.